Event description:
Caller reported an issue with cgm error 42, which was related to a g6 sensor. Cts provided complete pump reset information and assisted the caller in resetting the pump. After the reset, the cgm error code did not appear again. There was no adverse impact to the customer's blood glucose level, and the caller successfully started their sensor session.